Manufacturer narrative:
The device is not being returned to the manufacturer for further testing, as the user facility's evaluation found the product to be operating within specifications.

Event description:
It was reported that a pt had undergone a lengthy operative procedure and was placed on the heating blanket. Following the procedure, it was noted the pt reportedly had what appeared to be a burn on his left buttock. The area reportedly had a "waffle" pattern of the heating blanket. The device was evaluated by the facility's biomedical department and found to be operating within manufacturer's specifications.